Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patients venous system was occluded. The physician elected to implant a new system on the patients right side. The right ventricular lead was explanted and replaced.